Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys pth immunoassay on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The customer also complains that they have been receiving an increasing number of sample short alarms when sufficient sample is present in the tube. The sample initially resulted with a pth value of 3.51 pmol/l, which repeated as 15.80 pmol/l. No adverse events were alleged to have occurred with the patient. The pth reagent lot number was 30266600, with an expiration date of 31-may-2019.

Manufacturer narrative:
The field service engineer replaced the sample probe and no further issues were reported after the service visit. The investigation determined that the event was consistent with a sample probe issue.